Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure spring in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy with morcellation and coring and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device expulsion, dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: diagnosis. Uterus: cervix: chronic inflammation, reactive changes, and nabothian cysts. Endometrium: dyssynchronous endometrium. Serosa: adhesions. Metal wires in place in cornua (see gross description). Left fallopian tube: no diagnostic abnormalities. Right fallopian tube: serosal adhesions. Metal wire in place in lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure spring in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy with morcellation and coring and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device expulsion, dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: diagnosis. A. Uterus: cervix: chronic inflammation, reactive changes, and nabothian cysts. Endometrium: dyssynchronous endometrium. Serosa: adhesions. Metal wires in place in cornua (see gross description). B. Left fallopian tube: no diagnostic abnormalities. C. Right fallopian tube:serosal adhesions. Metal wire in place in lumen. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.